Event description:
Manufacturer rec'd a report from an attorney alleging that his client was injured when a trapeze assembly collapsed. No other details have been provided and the device has not been made avialable for evaluation.